Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer wil be included in a follow up report. Device was evaluated by a certified 3rd party service technician. The service technician completed all required testing to check the ventilators functionality. It was found that the oxygen port was broken. Service technician replaced the oxygen port on the ventilator. (B)(4).

Event description:
The customer reported that the unit has an excessive leaking when connecting oxygen to the unit. The customer reported that this issue was found during his daily routine check and there was no patient involvement/harm.